Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: initial reporter occupation: reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during evaluation at service and repair one (1)10nm torq limiting ratchet handl-6mm hxc had failed the torque test. There was no patient involvement. This report involves one (1) 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Service and repair evaluation: it was reported that during routine incoming inspection of a loaner set, it was observed that a 03.620.061, 10nm torq limiting ratchet handl-6mm hxc had failed torque test. The repair technician reported that the device failed torque test, the minimum torque peak attained during evaluation was out of the specified limit for the part. End of service life is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is torque test failed low. The item will be forwarded to customer quality. The evaluation was confirmed. H3, h6: a device history record (DHR) review was conducted: part #: 03.620.061, synthes lot #: h272712-04, supplier lot #: h272712-04, release to warehouse date: 01 may 2017, supplier: (B)(4), no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.